Event description:
When the surgeon connected the handpiece, it tested at 80%. While the surgeon was using the handpiece during a craniotomy for tumor removal, the amplitude was 30%-40% below the selected amplitude. At various intervals, the handpiece stalled completely. The amplitude was intermittent and unpredictable. The surgeon also complained about the handpiece getting hot. The event led to increase in surgery time, approx 2 hours. The surgeon had to use a more manual approach. The surgery delay did not injure the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.